Manufacturer narrative:
Additional information: (d.4.) Device expiration date; UDI. (H.4.) Device manufacture date investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information

Event description:
It was reported that the bd alaris smartsite pump infusion set had damaged tubing. The following information was provided by the initial reporter: tubing broke at clamp site on blood tubing during infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.